Event description:
Information received indicates the brakes do not operate from the head end of stretcher.

Manufacturer narrative:
The technician found the shoulder bolt and nut missing from the brake linkage. He installed the shoulder bolt and nut to repair the stretcher.